Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was a bluetooth connection issue between the g5 transmitter and the g5 application. Patient did not see the bluetooth icon but the application said that the bluetooth was on. No additional event or patient information is available.